Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and protruded/loose drive support disk.

Event description:
It was reported that the drive support cap was loose and sticking out. The customer's blood glucose reading was 223mg/dl. Troubleshooting was performed. The caller stated that the insulin pump has been dropped. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.